Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 12 mg/ml at minimum rate of 0.576 mg/day via an implantable pump for non-malignant pain. The patient was experiencing underdosing symptoms during treatment in clinic and taken to surgery to do a catheter revision. Patient did not tell field representative if there were any factors that led to the issue. Doctor checked her catheter quality in the procedure and found there were two spots where the catheter was kinked and one area of no connection. Doctor wanted a single motor bolus to determine if pump was broken and was performed on back table not connected to the catheter. Pump was working as it should. Doctor discarded catheters that were implanted and replaced with total new catheter pieces. Following connection of new catheter, patient had no kinks and had positive backflow of cerebrospinal fluid csf before connecting to original pump. Doctor advised new dosing to prevent overdosing of patient. Patient to follow up with clinic on any further medication changes. The issue resolved with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n232631009 implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter p roduct ID 8731sc serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter product ID 8731sc serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); product ID: 8731sc, serial/lot #: (B)(6), ubd: 21-aug-2015, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(6), ubd: 10-sep-2017, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 04-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.